Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2019, when the catheter was removed, the catheter broke and the tip was retained in the bladder. The catheter was retained and then when the patient had a cystoscopy in early (B)(6), the tip was removed. The break was irregular and they are unclear how this has happened. The surgeon went to insert another one of the patient's catheters (same batch) and this started to break when it was being inserted. The entire catheter has been retained (not inserted) and an ekhuft catheter was inserted instead. The break was again irregular.

Event description:
It was reported that on (B)(6) 2019, when the catheter was removed, the catheter broke and the tip was retained in the bladder. The catheter was retained and then when the patient had a cystoscopy in early (B)(6), the tip was removed. The break was irregular and they are unclear how this has happened. The surgeon went to insert another one of the patient's catheters (same batch) and this started to break when it was being inserted. The entire catheter has been retained (not inserted) and an ekhuft catheter was inserted instead. The break was again irregular. Per email received from ibc representative on 24-jul-19, the patient has a condition called fowler syndrome. The catheters were not brittle. For the second incident, the break was noticed before placement of the catheter. The catheter was removed and an alternative catheter was placed. The patient is female and 23years old.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing silicone foley catheter. Visual inspection of the sample noted that a portion of the catheter shaft near the tip was missing, with a jagged and uneven break 2.0160 inches from the tip. This is out of specification per inspection procedure which states, "cuts in lumens are not allowed." Another jagged and uneven break was noted below the balloon 0.5436 inches from the tip. No missing pieces were noted from this second break. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect alignment of tooling." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. English. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to infl ate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Bard, bardex, bardia, biocath and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Single use only. Do not resterilize. Consult: instructions for use. C. R. Bard, inc. Covington, ga, 30014, USA. 1 800 526 4455. Www.bardmedical.com. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.